Manufacturer narrative:
The cartridge was not received for evaluation. A device history record (DHR) review was conducted for the reported lot number and confirmed the product was released for distribution having met quality and manufacturing specifications and requirements. A review of the complaint database revealed no other reports of this issue for this lot number. The instructions for use states "make sure mated luer-connectors are secure but do not over-tighten, especially when connections are wet".

Event description:
A report was received on (B)(6) 2020 from the home therapy nurse (htn) of a (B)(6) female patient with end stage renal disease, stating the cartridge venous line luer broke within the patient¿s central venous catheter (cvc) while disconnecting following completion of a home hemodialysis treatment on (B)(6) 2020. The patient¿s cvc required replacement.